Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event info and pt status from the hosp, field contact or distributor. Investigation results: a visual inspection of device showed that the outer extrusion shaft, of scissor shaft assembly, was separated making the scissors inoperable when the toggle was actuated. The complaint is confirmed. Corrective action has been initiated to address this failure mode. (B)(4).

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.